Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
On 09-feb-2025, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: the harmonic ace instrument was inspected prior to use and no damage was noted. The instrument was in use for less than 30 minutes before the event occurred. The surgeon did not notice any issues with the functionality of the instrument during a surgical procedure. The instrument did not collide with any other instrument or other hard material during the surgical procedure. The fragment did not fall instead of the patient during an instrument tip collision. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The surgical staff did not notice any damage to the cannula after the event occurred. The fragment was retrieved with a laparoscopic instrument. It was confirmed that all fragments were retrieved by a visual inspection. No additional surgical procedure was required to retrieve the fragment. There were no post-operative tests like an x-ray or ultrasound performed to check for retaining fragments. The procedure was completed robotically was no injury to the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have the curved blade broken at the base. A piece approximately 0.425" x 0.084" was found to be broken off. The broken piece was returned. Components adjacent to this broken blade do not show damage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaw of a harmonic ace instrument broke unexpectedly. A fragment from the instrument fell inside the patient but was retrieved during the same procedure which was completed robotically.